Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2010. According to the complainant, five minutes into the ablation cycle, the patient complained of a warm sensation within the vagina. The patient jerked slightly and a 2-3cc fluid loss was noted within the reservoir. No alarms were triggered on the hta console at any time. At this time, fluid was observed at the cervix. The cooling cycle was performed and the procedure was aborted. A burn was sustained at the cervix. The degree and size of the burn was unknown. The uterine cavity was flushed with cool water and silvadene cream was applied to treat the burn. Prior to the procedure, the patient was dilated to 8mm. A tenaculum stabilizer was used during the procedure but it was unknown if the stabilizer was fully engaged. A speculum was not used during the procedure and there was also limited distension and visualization. Clinical follow up information revealed that the burn was mainly external, the cervix was noted to be "very fluffy" and the patient was on cycle. There were no further patient complications reported with this event and the patient is reported to be "doing well". Additional information obtained from the attending physician on september 9, 2010 confirmed that upon follow up visit, the patient's burn was classified as "first degree".